Event description:
Revision to tkr planned for pt with a knee interpositional device.

Manufacturer narrative:
Revision to tkr planned for pt with a knee interpositional device. Review of the device history record indicates that the device was manufactured to spec.